Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a 6947-65 lead, implanted (B)(6) 2009. Yrirhxc1685 stent graft, implanted: (B)(6) 2006. Yrecxc22375 x2, stent grafts implanted: 2006. Yrbrhxc2816135 stent graft implanted: 2006. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was not sensing and the lead was programmed off. It was also reported by the patient that a previous right ventricular (rv) lead was broken. The rv lead was replaced. No patient complications have been reported as a result of this event.